Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (s/n) (B)(4) performed a couple of compressions, and then, the platform stopped and displayed the prompt: "realign patient". The ems crew checked the patient alignment and re-started the autopulse platform, but the issue persisted, and the platform displayed the same prompt. No further information was provided. Patient's status information was requested, but the customer did not provide a response.